Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established during this evaluation. Multiple attempts were made to obtain additional information regarding the reported events as well as the product¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate 3 lvas, serial number (B)(6), is returned at a later date, this investigation will be reopened to include the returned device evaluation. The hm3 lvas IFU lists right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired due to right sided heart/renal failure.